Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. According the log file, attempt to perform 3d scan (10:05:14.1390) was aborted with "mc did not achieve requested state ..." Due to failure of rotor axis to go to 0 degrees during preparation stage. Subsequent attempts to open door resulted in failures with "excessiveunexpectedlimitorhomeswitchhits" errors (10:07:58.2020, 10:08:02.4670, 10.08.14.5920) . These were all failures in rotor movement due to homing switch. Recommendation: check for any physical damage to rotor axis' home switch and also check the cable from home switch to gantry motion controller to ensure that it is connected securely to the motion controller. After these failures, user attempted to open door by pressing/releasing the door open button too rapidly ( about 7 times in about 2 seconds which caused known '619.892' errors which is tracked by an existing software investigation). This is just a secondary effect; original issue is aforementioned errors with rotor homing switch. However, this issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. On 03/28/2016 a medtronic representative, following-up at the site, reported that the imaging system would not take a second spin during the procedure. Not a door problem. They removed the imaging system, and re-booted, then tested the system in the storage room, and it was taking spins after the re-boot. On 03/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 03/29/2016 the medtronic representative, after discussing with the site radiographic technologist (rt) typical use and habits with their imaging system, made recommendations regarding use of the transport brake button and best practices for using their imaging system to avoid any re-connection issues. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, after taking 2d fluoro images, the radiographic technologist (rt) went to take a 3d spin and the imaging system was not shooting fluoro. The image progress bar was visible on the mobile view station (mvs), however, no fluoro for the 3d spin was taken. Rt went to open the door and move the imaging system, the door would not open and the gantry would not move in any direction. The imaging system was re-booted and then removed from around the patient. The surgeon opted to discontinue the use of the navigation system and the imaging system and completed the procedure with the use of a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).